Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: within 30 days post-procedure. It was reported that approximately 30 days post stenting procedure of a left internal mildly calcified carotid artery, and during nihss testing in 2007, the patient had dysarthria with mild to moderate slurring of words, the patient didn't know the onset date of the symptoms. Even though mra and MRI of the brain showed no acute infarct, the investigator felt that the patient probably had a small stroke. The patient was instructed to continue taking plavix and aspirin and the dysarthria resolved on the following month. Despite request, no additional information was available. Study event.

Manufacturer narrative:
The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.